Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the electronic paper display (epd). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Event description:
While performing an investigation on the customer's adc meter a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Observed flashing arrows indicator therefore adding a dspc-17 issue (blood glucose indicators). No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Observed flashing arrows indicator therefore adding a dspc-17 issue (blood glucose indicators). Blank screen was not observed. The complaint was not confirmed.the incorrect date was captured in b3 ¿date of event¿ in follow up emdr no.02. The date captured was july 03,2018 however the correct date should be january 29, 2018. -

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Observed flashing arrows indicator therefore adding a dspc-17 issue (blood glucose indicators). Blank screen was not observed. The complaint was not confirmed. This serves as a correction report. Section addtl mfg narrative documented in follow up report no.01 was incorrect. The section has been corrected.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.